Event description:
The patient reported feeling "like a stinging kind of thing, like a shock kind of thing, across the muscle in his butt". The patient also reported that he was trying to get it set up because he had the permanent implant put in yesterday. Patient services walked patient through synchronize process, patient reported therapy was turned on and set to 1.9v. Patent stated he was not feeling stim and asked what he should be feeling. Patient was walked through how to increase stim. Patient increased stim to 4.0v and stated he felt a slight pulsating. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.